Event description:
It was reported that the patient's implantable neurostimulator (ins) had flipped do to weight loss, and was in "severe pain". It was stated that the ins was implanted in the abdominal area and it moved due to the swelling in the area. The patient's healthcare provider (hcp) mentioned it was the patient's choice to have surgery or "deal with it". It was also noted that the patient had "withdrawal" from medication and lost 27 pounds. It was also noted that in (B)(6) 2012 an x-ray showed that the ins had flipped. It was stated that the ins had "moved up, was rubbing on ribcage and affecting her breathing". It was also stated that the patient could also "feel wires". The patient had not recharged since (B)(6) 2012. The patient was redirected to her hcp. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 39565-30 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient "liked having" the device before it migrated. It was noted that the patient "was afraid" to use the device after it was confirmed with x-rays that the device had flipped. If additional information is received, a supplemental report will be filed.